Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the electrode lead wire has extruded. The implanted device remains.

Manufacturer narrative:
Per the surgeon, the device was explanted on (B)(6) 2015. The device is not available for analysis. This report is filed april 5, 2016.